Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. The sponge detached from inside of the biopsy cap and was pushed inside the working channel of the dueodenoscope, during procedure. It is unknown if a water soluble lubricant was applied to the device prior to use. The procedure was completed with another endoscope. Reportedly, the first scope was sent for repair to remove the detached sponge. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Additional information received on july 25, 2019. Reportedly, the device is perforated by the operator prior to use.

Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of sponge detached. Block h10: the device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
Block b5 updated. Block h6: device problem code 2907 captures the reportable event of sponge detached. Block h10: an rx biopsy cap was received for analysis. Visual evaluation of the returned device found that the sponge was detached from the biopsy cap. The sponge was not returned for analysis. The cap holes were observed to be slightly torn. No other issues were noted. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / product label. The dfu states: "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel." In this case, the customer reported that they perforate the device prior to use. Most likely, the interaction between the user and device, or sample, caused or contributed to the error. Directions for use provided with the device does not indicate to perforate the device prior use, perforation of the holes on the biopsy cap would contribute that the sponge to pop out from the cap during use and it gets stuck in the working channel of the scope. Therefore, the most probable cause of the reported event is use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. The sponge detached from inside of the biopsy cap and was pushed inside the working channel of the dueodenoscope, during procedure. It is unknown if a water soluble lubricant was applied to the device prior to use. The procedure was completed with another endoscope. Reportedly, the first scope was sent for repair to remove the detached sponge. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Additional information received on july 25, 2019. Reportedly, the device is perforated by the operator prior to use.

Manufacturer narrative:
(B)(4) captures the reportable event of sponge detached. (B)(4) is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. The sponge detached from inside of the biopsy cap and was pushed inside the working channel of the dueodenoscope, during procedure. It is unknown if a water soluble lubricant was applied to the device prior to use. The procedure was completed with another endoscope. Reportedly, the first scope was sent for repair to remove the detached sponge. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.